Event description:
Reportable based on device analysis completed on 06jun2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. The opticross imaging catheter was introduced for visualization of the target lesion but the catheter could not pass through the lesion due to angulation. The procedure was completed with another of the same device. There were no complications reported and the patient condition was fine. However, device analysis revealed a detached imaging window.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks on the sheath assembly and the device returned without the imaging window. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.